Event description:
It was reported that clotting was noticed during pt treatment and the set has been exchanged. (B)(4).

Manufacturer narrative:
Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. Based on this complaint (B)(4) will be closed and the failure will be handled through a designated maquet cardiopulmonary track and trending process.